Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively, determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. Several, transient low flow alarms were observed. Which, were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number#: (B)(6). The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations, from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1.: of the IFU: "introduction", lists infection (local, driveline, and pump pocket) as an adverse event, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also, addresses pump parameters, including pulsatility index (pi) and pump flow. In reference to pi, the IFU states, that ¿the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate, more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle)". Section 4.: ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters, per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4.: also explains, that changes in patient conditions can result in low flow. Section 6.: "patient care and management", lists infection as a potential late postimplant complication. Section 5.: of the patient handbook, ¿alarms and troubleshooting¿ and section 7.: of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions. As well as, the appropriate actions associated with each condition. Additionally, several sections of the IFU and patient handbook provide care instructions in regard to preventing infection. As well as, the suggested responses in the event of infection. Following software upgrades: the hm3 lvas pocket guides to alarms for patients, rev. A and clinicians, rev. A, explain that the low flow hazard alarm will be triggered, when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an infection in the driveline tract. The patient had an incision and drainage in the operating room on (B)(6) 2024.

Manufacturer narrative:
This event was previously reported under manufacturer report number (MFR) 2916596-2024-00596. MFR# 2916596-2024-00596 was determined to be supplemental information to this event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.